Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump history crc failed. Some of the recorded pump history data is missing or pump error 37 noted during testing. Pump successfully downloaded to thus. Confirmed pump alarmed pump error 43 on (B)(6) 2022 13:03:39.000 and pump error 37 on (B)(6) 2022 11:33:00.000 in the pump downloaded history. Motor was tested outside of the device and no alarms noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for pump error 43 and pump error 37 was confirmed in pump downloaded history. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast and motor was detected by reading unexpected value from hall sensor error alarm. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed displacement test. Insulin pump did pass self test. Customer reported that the insulin pump was drop or bump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 43 or pump error 37 noted during testing. Pump successfully downloaded to thus. Confirmed pump alarmed pump error 43 on (B)(6) 2022 13:03:39.000 and pump error 37 on (B)(6) 2022 11:33:00.000 in the pump downloaded history. Motor was tested outside of the device and no alarms noted during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for pump error 43 and pump error 37 was confirmed in pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.